Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not available at this time as contact information was not provided. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. The device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red tissue; red particle material on the shell; opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reports left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.6., d.7., g.4., g.5., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.